Event description:
It was reported that twelve patients underwent left bundle branch area pacing ICD implant procedures. During these procedures, complications occurred in three cases: in two cases, the right ventricular (rv) lead caused transeptal perforation, and in one case, the lead became dislodged. No corrective interventions were reported for any of these cases, and the patients¿ conditions remain unknown.